Event description:
Patient contacted animas on (B)(6) 2012 regarding a letter he received from animas. The patient mentioned that he had tactile changes in the keypad when using the ok button. Patient states buttons are intermittently responsive. Tactile changes began 2 - 3 months ago and has not become progressively difficult to use. Patient denies water intrusion or trauma to pump. There was no misuse of the product. The patient denied any symptoms or seeking any medical attention due to the alleged issue. The product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the ok and contrast keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and down arrow buttons responded appropriately. There was evidence of contamination found under all of the keypad contacts.